Event description:
Incubator was being cleaned when it was noticed that the sensor bracket was broken. It is the bracket that holds the sensor that is broken. This device is used for keeping the premature newborn at an optimal temperature. No patient harm. No patient in the incubator at the time the problem was discovered. We are looking into the cleaning solution used to see if it is too harsh and if it contributed to this event.======================manufacturer response for mobile infant incubator, drager (per site reporter).======================evaluated by in house bio med employee and the part ordered and replaced.device #1is this a laboratory device or laboratory test?no.